Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On (B)(6) 2023, the following additional information was obtained about the reported event: the monopolar curved scissors (mcs) instrument was received, and investigations were completed. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken tube extension at the distal end. No pieces were missing. As a result, the instrument could not be installed on an arm, because the broken tube extension was stopping the instrument from going into the cannula. Additionally, the instrument was found to have the plastic proximal clevis broken. A broken piece was not missing as a result of the breakage. The part returned was returned in damaged condition. The instrument returned with a broken proximal clevis and broken extension tube causing instrument installation into the cannula to be hindered. The instrument was unable to be tested on the in-house system as a result. The failure is typically attributed to use conditions.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The monopolar curved scissors instrument involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. Review of the instrument log is pending. Review of the system log was not performed because the system logs are not available at this time. The system was not connected to onsite. Image provided by the customer for this event was reviewed and showed a monopolar curved scissors instrument that is dislocated along the proximal clevis and orange bonded section of the main tube. There is also a tear in the black main tube material. The tip cover is not present.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the patient underwent an increased port site incision. The issue occurred when the surgeon suddenly found the monopolar curved scissors (mcs) instrument was not working with the ¿control handle¿. Removal of the mcs instrument was hindered due to the instrument could not be removed from the universal surgical manipulator (usm) it was installed on, and both the instrument and the usm had to be removed from the patient. The port site was increased to accommodate removal and the mcs instrument was removed along with the cannula. The ¿abnormality¿ was found after removal. The issue caused a 30-minute procedural delay due to damaged instrument removal, ¿pick up spare instruments, install machines¿ and installation of new instruments. The procedure was completed with a back-up monopolar curved scissors instrument. The patient did not experience any post-operative complications. The monopolar curved scissors instrument was inspected prior to use and no damage or abnormality was observed. The mcs instrument did not collide with any other instrument or tool during the procedure.